Event description:
Patient was tested on the suspect device with an inr result of 7.1 compared to a lab inr of 4.4. This issue had been seen on multiple patients. Another result on the suspect device was 4.8 inr and a lab result was 3.2 inr. Controls were in range. No treatment was provided.